Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn 59151339 has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 10/30/2020 electrode belt: 2/1/2016

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in a nursing facility at the time of passing. Per review of the patient's download data, on the day of passing, the patient received an inappropriate treatment from the lifevest during asystole. At 2:11:56, the patient received the treatment. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was severe bradycardia at 10 bpm degrading to asystole. The lifevest was shut down at 2:21:25, while the patient was in asystole. There is no indication that the inappropriate treatment caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment delivery. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The response buttons were not pressed during the event.